Event description:
It was reported that following an ablation procedure, the patient experienced a bleed. There were no further patient complications reported in relation to this event. Additional information received indicated that the patient required a intra-clot catheter and tpa which required eight (8) total days for the hospital stay. The bleed was noted to be a consequence of the ablation. The patient was noted to have greatly improved but still not yet at baseline.